Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to a femoral periprosthetic fracture sustained in a fall. Patient was revised to a gmrs distal femoral replacement with rotating hinge. Rep reported that no further information is available.